Event description:
It was reported by that during a laparoscopic sleeve gastrectomy procedure, first firing towards the distal end of the reload, there were about 4 x staple deflections where the staples did not make contact with the anvil. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? 2 cm proximal from the pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: asku. Echelon powered 60mm articulated ple60a. During which stroke did the event occur? Powered gun, therefore one stroke. What color cartridge was being used? Black. What other color cartridges were used before and after this event? After black reload, he used 4 x green reloads without incident. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Was the tissue thick? Yes. How was the procedure complete? Entire staple line was over sewn as per his normal practice.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.